Manufacturer narrative:
A photo of the device was received from the site. The photo showed the mid stent struts lifted and pulled distally. Also, evidence of preparation of the device was noted as a dark substance was noted in the guidewire lumen.

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy ii drug-eluting stent was selected for use in a percutaneous transluminal coronary angioplasty. However, during preparation, a pair of stent struts were lifted when removing the stent from the sheath. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 3.00 x 38mm synergy ii drug-eluting stent was selected for use in a percutaneous transluminal coronary angioplasty. However, during preparation, a pair of stent struts were lifted when removing the stent from the sheath. The procedure was completed with another of same device. No patient complications were reported.